Event description:
It was reported to philips that the co2 module reported error. There was no report of patient involvement.

Manufacturer narrative:
The customer was given a quote for diagnostic service. The customer was given a repair estimate and refused it, therefore, no conclusion can be made as the device was not evaluated. The device remains at the customer site and no further evaluation is warranted at this time.